Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an unspecified procedure, the single use ligating device could not be released (presumed from a polyp). The cable had to be cut using a clamp. Another device was obtained to complete the procedure; no patient injury occurred. Additional information regarding the procedure and intervention was requested multiple times, but not received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide correction to the initial with information inadvertently left out (g2) and to provide a correction to field (e3). The subject device was manufactured on september 2021 based on the provided 3 digit lot information "17v". A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and past investigation results, a likely mechanism causing the reported events could be one of the following: mechanism 1 : 1) the loop was surrounding the body tissue. 2) the tube sheath was pushed out, and the body tissue was temporarily ligated by using the distal end of the tube sheath. 3) the loop was tightened by pulling the slider. 4) the slider was pushed while the distal end of coil sheath did not extend from the tube sheath. Therefore, the loop detached from the hook in the tube sheath. 5) while the hook was extending from the coil sheath, the loop moved towards the proximal side and went into the coil sheath. 6) the hook was pulled. This caused the hook and the loop to retract into the coil sheath together. As a result, the loop and the hook got stuck inside the coil and could not move. 7) since the loop and the hook got stuck together inside the coil, the loop did not detach when the slider was pulled. Mechanism 2: 1) the sheath was bent near the handle. 2) the operating wire could not move because sliding resistance between the sheath and the operating wire increased. 3) the operating pipe deformed because the slider was forcefully operated. 4) due to above, the loop could not detach from the hook. However, the subject device was not returned, and the root cause of the suggested event could not be determined. The event can be prevented by following the instructions for use which state: "do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency." "Do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency." "Do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency." "Never use excessive force to operate the instrument. This could damage the instrument." "Straighten out the portion of the instrument that extends from the biopsy valve." Olympus will continue to monitor field performance for this device.